Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude yellow alert was issued for out of range amplitude on the right atrial (ra) channel of this device. A boston scientific technical services (ts) representative discussed that there may have been loss of capture in the atrium. It could not be definitively determined as there was another signal present on the ra. Ts discussed clinic may want to consider bringing patient in to verify capture and to potentially adjust sensing and output. No adverse patient effects were reported. This device remains in service.